Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the hospital had a power module with a battery fault with a beep when connected to alternating current (ac) power after some weeks. It was suspected that the battery was deeply discharged. Troubleshooting was performed by disconnecting and reconnecting the power module to ac power, but the issue persisted. The internal battery of the power module was to be exchanged and the issue resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power module alarming was confirmed. The power module (serial number: (B)(6)) was not returned for analysis; however, the power module backup battery (serial number: (B)(6)) was returned. The backup battery was inserted into a test power module and upon powering on the system, a yellow wrench and red battery alarm activated. Evaluation of the battery revealed that it was in a slightly depleted state, measuring at ~11.18v. The battery was then charged to about ~12.7v using an external power supply; however, the alarms still activated upon connecting the charged battery to the test power module. Further evaluation was not performed due to the chemical hazard posed by sealed lead acid batteries. The battery was manufactured on 05jan2022, and the reported event date was on 25dec2023; therefore, the battery was not expired at the time of the reported event. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate power module (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications and was shipped on 15apr2010. Heartmate 3 instructions for use under section 7 ¿alarms and troubleshooting¿ and heartmate power module instructions for use under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. Heartmate 3 instructions for use section 3 "powering the system" and heartmate power module instructions for use under "introduction" explain how to set up the power module for use, including how to install the power module backup battery, and how to use the power module. Heartmate 3 instructions for use section 8 "equipment storage and care" and section f "safety checklists, and heartmate power module instructions for use (doc #(B)(4), rev. C) under "inspection cleaning and maintenance" explain how to care for and clean the power module and provides checklists for performing routine maintenance of the power module. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.